Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the cause of the possible retrograde type a dissection could not be conclusively determined from the post-implant films provided. The pre-implant films and films during implant procedure were not provided. The cta's returned showed that the valiant stent graft was implanted with the top of the graft fabric at the peak of the arch. The arch was steeply angulated, ~ 115 degrees. One of the bare spring stent peak appeared to be in the ostium of the lsa. The retrograde dissection was seen beginning near the proximal stent graft bare springs. The association between the bare spring of the stent graft and the retrograde type a dissection cannot be confirmed or ruled out. Patient's pre-existing condition, type b dissection, may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 160 mm in length thoracic aortic dissection. It was reported that, approximately three months post index procedure the patient presented emergently with back pain. A CT revealed that the patient had a retrograde type a thoracic dissection. The physician elected to perform an open surgical repair and the event was resolved. Per the physician, the cause of the event could not be determined. No additional sequelae were reported and the patient is fine.